Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the problem was not confirmed using system logs. A visual inspection was performed, and no external abnormalities were observed. Functional testing was conducted using the system, and the unit powered on normally and successfully cauterized across all ports and instruments without any issues. However, found erbe log error m-32.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the integrated electrosurgical unit (iesu) was not emitting enough energy. The customer had attempted several troubleshooting steps prior to contacting the technical service engineer (tse) for phone assistance, including trying a different bipolar port, bipolar cable, and bipolar instrument. The customer had also restarted the iesu and increased the energy output. The customer noted that even with the increased energy, the unit was not burning efficiently. No fault or error messages were encountered during the occurrence; however, the iesu produced a beeping sound as though it was functioning, yet the desired results on the tissue were not achieved. There is no reported injury.